Event description:
Information was received indicating that while in use of a smiths medical cadd pump, a beeping sound was noted on the pump. Subsequently, the cassette was changed, and beeping sound stopped but the alarm came back after a while. The pump, the cassette and tubing were all changed, and issue was resolved. No adverse effects were reported.